Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. The samples were re-tested on a different analyzer and obtained results were higher. Amended reports were issued. Actual results were not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is calibrated every 24 hours followed by a qc run. Prior to this event, the ise qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse found pieces of rubber stopper in the eic, cl and k ports. They were cleaned and the customer was instructed to remove caps when samples are repeated to prevent re-piercing per bci procedure. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.